Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.it was checked and reported by a company service representative field service engineer (fse) that the iabp could not be turned on while it was used on battery. When it was connected to ac power, the iabp turned on automatically with a long beep sound which was heard afterwards, but the iabp was able to enter to clinical operation interface; however, ¿internal communication failure¿ was shown later on, and the iabp could not be turned off by pressing the on/off button, only by disconnecting it from the ac power. Full name of the event site is (B)(6).the fse confirmed that the power management board was defective after troubleshooting and it was replaced. Fault code #(B)(4) with comment ¿pmb communication error¿ was logged in service diagnostics. The fse performed full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported that while the cardiosave intra-aortic balloon pump (iabp) was supporting a patient, screen blackout occurred followed by beep sound afterward. Some burning smell was reported releasing from the machine as well. It was only until ac and batteries were disconnected that the beep sound stopped. Nurses switched patient to another cs300 immediately after the event. There was no adverse event or patient injury reported.

Manufacturer narrative:
The power management board (the board) was returned to getinge's national repair center (nrc) for failure analysis, and the supervisor inspected the board with no visual damage observed. The board was then installed into the cardiosave test and tested the board to factory specifications per service bulletin and the cardiosave service manual. The nrc verified the failure of the iabp not switching off by the on/off button and a beep sound was heard until the ac power was disconnected. Also the batteries did not charge in slot one or two. The board failed testing. Subsequently, the board was sent to the supplier for failure analysis per procedure, and the response to date from the supplier states that q31,q33 and q35 were replaced and the board still failed. The board was returned to getinge by the supplier as un-repairable and no root cause could be determined. The board has been designated for scrap.

Event description:
The customer reported that while the cardiosave intra-aortic balloon pump (iabp) was supporting a patient, screen blackout occurred which was followed by a beep sound afterward. Some burning smell was also released from the iabp as well, and it was only when the ac and batteries were disconnected that the beep sound stopped. The nurses switched the patient to another cs300 immediately after the event. There was no adverse event or patient injury reported.